Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection of the driveline cable revealed cracking of the outer sheath and a portion of the outer sheath missing, thus confirming the reported event. A driveline sheath repair was redone after removing the old repair to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on historical data of similar driveline sheath damage events and the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that there was cracking in the outer sheath of the patient's driveline. The patient denied any alarms associated with the driveline sheath damage. The vad coordinator repaired the driveline with rescue tape and requested that the clinical specialist (cs) come to the patient's next clinic visit on (B)(6) 2017 to perform driveline sheath repair. Upon inspection, the clinical specialist observed an area half way down the driveline that had approximately two centimeters of outer sheath missing. Inner silicone lumen and wires were intact and no alarms were noted on interrogation. The patient's driveline was repaired per procedure fs0012 rev03. The driveline cover was easily able to slide over the repair area with no issues. Old rescue tape was also removed and replaced from previous repair where about two centimeters of the outer sheath was missing adjacent to driveline strain relief. The patient was instructed on the maintenance of the driveline and repaired area. All questions and concerns were addressed. Service evaluation and report form and pictures were sent. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.